Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the dressing was removed from the wound, much of silicone adhesive residue was left on the skin around the wound, so it took extra effort to remove the residue. It is unknown how the residue was removed. No patient harm. No delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. A probable root cause; it is possible if the product has been stored at a high temperature and this could have contributed to the reported issue. The IFU provides comprehensive instructions of the operation, use and limitations of the device. No batch lot number has been provided therefore a review of the device history is not possible. The complaint history found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.